Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire is not broken. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the plastic at the of the fenestrated bipolar forceps instrument's jaw was melted. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: it is unclear when the issue happened, but the instrument damage was noted in sterile processing. There was no report of arcing or whether the instrument collided with an energy instrument during the procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.